Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded shock impedance measuring at 120 ohms. Additionally, data analysis was performed and boston scientific technical service confirmed that over the past year the device has recorded several out of range shock impedance measurements, measuring greater than 125 ohms. The highest measurement was recorded on (B)(6) 2020 with 133 ohms. Boston scientific technical service recommended at the next in-clinic follow up, the healthcare professional should perform lead integrity testing along with movement maneuvers while observing right ventricular real time egm. No adverse patient effects were reported. This device remains in service.